Manufacturer narrative:
H10: one actual sample was received for evaluation. A visual inspection with the naked eye noted a cracked main body. The reported condition was verified. The cause of the condition could not be determined; however, the damaged set is consistent with damage caused by exposure to chemical agents such as foreign solvents, dyes, or cleaning agents that damage the transfer set materials. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported there were cracks on the light blue main body of a minicap extended life pd transfer set. This issue was identified during patient use of the device for peritoneal dialysis therapy. The transfer set was in use approximately forty-two (42) days. There was no patient injury or medical intervention associated with this event. No additional information is available.